Manufacturer narrative:
For some unk reasons, the unit was not received for eval. It is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. The DHR for lot 25712-01 was reviewed. The unit met mfg specs when released and there were no issued related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 4 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Defective/non-functional product. Problem was found: during procedure - prime properly, started working on pt but then quit. No injury to the pt.